Event description:
Adverse event: (b)() infection. Time of adverse event: after vessel closure. Device issue: none. It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the femoral artery after an interventional procedure. The physician did not reprep and reglove before the closure procedure. Reportedly, 1 to 2 weeks after the procedure, the pt developed "inflammation and pus-swollen skin" in the femoral area, which was identified as a (B)(6) infection by a pathogen culture. The pt was treated with an antibiotic for treatment of the infection and underwent surgical cleaning of the wound. The pt was hospitalized for 3 to 4 days. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device lot history record is forthcoming. A f/u will be submitted with all relevant info.